Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had 2 falls, and after their most recent fall (a couple of weeks ago in december) they noticed they started having bladder problems again. The patient wanted to know if the fall may have done something to the device. The patient initially reported they thought it was another bladder infection, saw their doctor, took some antibiotics, but their specimen came back clear from infection. During the call, the patient mentioned their bladder infections were an ongoing issue prior to the implant and it was one of the reasons their doctor recommended the device. Syncing with the programmer showed the stimulation was on at 2.0v on program 2. The patient was redirected to their healthcare provider to check up on the device due to the return of symptoms after the fall. No further complications were reported.